Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. The optical pressure sensor of the impella cp was potentially damaged during insertion, resulting in an unreliable placement signal alarm that was initially displayed but later resolved. Subsequent waveforms appeared appropriate. Despite these issues, the pump remained operational throughout support until weaning and explantation. No patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The data logs show that there was low signal not reliable starting the case and the placement signal was very low. Placement signal unreliable alarms were triggered but then resolved. The pump was returned and the 5s parameters were within specification. The pump had a high and stable signal not reliable. There was no problem found from the pump side regarding the optical signal issue as the returned product had no issues. Please see the (B)(4) against the console for a potential cause into the optical signal issue. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.